Event description:
Customer reported an altitude alarm on pump, which was previously noted with the same pump. Customer did not experience blood glucose levels exceeding 500 mg/dl, indicating no adverse impact. Customer was advised to clean the speaker holes and reposition the pump but could not resume insulin delivery. Customer chose not to continue troubleshooting and decided to use multiple daily injections (mdi) while awaiting a new pump.